Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including thrombosis and/or plaque dislodgement, perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Peripheral vessel thrombosis is caused by the clotting of blood and can result in decreased blood flow to tissues. This can be related to patient and/ or procedural factors which can lead to an increased risk of thrombosis. These include the use of large bore devices in patients who often have pvd and/or vessel tortuosity, vessel injury, and inadequate anticoagulation during the procedure. The IFU cautions against the use of the device in patients with significant vascular disease. These patients usually present with multiple co-morbidities (pvd, age, which in combination with the procedure put a patient at high risk for peripheral complications). The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, as information is vague, the cause of the iliac artery dissection and femoral artery thrombosis cannot be confirmed. No patient factors were provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Edwards was notified through a medwatch report that during a transfemoral tavr procedure, post deployment of a 29mm sapien 3 valve, upon removal of the patient's right femoral sheath, the patient developed ¿significant pain¿ in the right leg. A right iliac dissection with femoral popliteal thrombosis/embolism was diagnosed. The vascular surgeon performed the following intervention: "repair of right common femoral vein, right common femoral endarterectomy with bovine patch angioplasty, right iliac, femoral, popliteal and tibial embolectomy, right left arteriogram, selective infusion of 2mg of tpa and nitroglycerin into the right popliteal artery, and right external iliac angioplasty and stenting with a 9x60mm smart stent." The interventional cardiologist who performed the procedure believes that the event may have been the result of the valve delivery device malfunction. No information regarding the reporter or the type of device malfunction was provided, therefore additional information regarding the event was unable to be requested.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.